Event description:
Biomed reported that the touch screen was not responding. The issue was found during set up, there was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, biomed stated that the touchscreen was not responding properly during set up, and the calibration does not pass. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.